Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).. The initial reporter phone: (B)(6). [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a thrombus in the internal carotid artery (ica), the 5mm x 37mm embotrap iii revascularization device (et309537 / 22c041av) was used as a stent retriever (sr) only. Due to the size of the thrombus being large at the internal carotid artery, when the embotrap iii device was being retracted with continuous flush maintained, the thrombus flowed into the m2 segment, causing an embolization in new territory (ent). Although the m2 segment was occluded, the embotrap iii device was used for a second pass. The thrombus was successfully removed, and recanalization was achieved. The thrombectomy procedure was completed without any negative impact to the patient. There was no complications observed during the post-operative recovery. The complaint device is not available to be returned for evaluation and analysis. On 15-may-2022, additional information was received indicating that at this time, there was ¿no abnormality reported¿ regarding any device malfunction or performance issue associated with the embotrap iii device. No further information is available at this time, if additional information becomes available, it will be reported. Based on complaint information, the device was not available to be returned for analysis. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 22c041av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. A manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The embotrap revascularization device is intended to be used to restore blood flow in patients experiencing an acute ischemic stroke due to a large vessel neurovascular occlusion. Distal embolization is a known potential complication associated with the embotrap device and thrombectomy procedures. The instructions for use (IFU) warns ¿do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary, advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization.¿ the root cause of the event cannot be conclusively determined; however, procedural factors or clot burden may have contributed to the event. Since the relationship of the device to the reported event cannot be excluded, the event meets MDR reporting criteria as a ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a thrombus in the internal carotid artery (ica), the 5mm x 37mm embotrap iii revascularization device (et309537 / 22c041av) was used as a stent retriever (sr) only. Due to the size of the thrombus being large at the internal carotid artery, when the embotrap iii device was being retracted with continuous flush maintained, the thrombus flowed into the m2 segment, causing an embolization in new territory (ent). Although the m2 segment was occluded, the embotrap iii device was used for a second pass. The thrombus was successfully removed, and recanalization was achieved. The thrombectomy procedure was completed without any negative impact to the patient. There was no complications observed during the post-operative recovery. The complaint device is not available to be returned for evaluation and analysis. On 15-may-2022, additional information was received indicating that at this time, there was ¿no abnormality reported¿ regarding any device malfunction or performance issue associated with the embotrap iii device. No further information is available at this time, if additional information becomes available, it will be reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 16-may-2022. [Additional information]: on 16-may-2022, the cerenovus sales representative provided the following additional information: there was no device malfunction or performance issue associated with the embotrap iii device. Regarding the clot characteristics including length and density, the information indicated that ¿it was a large amount of thrombus in the internal carotid (ic) obstruction. The size is unknown.¿ the thrombus was removed with the second pass and the patient has a good prognosis. The reported event did not result in any clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.